Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: failed insulation scan. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to normal wear, or improper cleaning or sterilization. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.